Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead status showed impedance >2500 ohms in both bipolar and unipolar configuration. There was also no capture at maximum output. Lead was capped and a new lead was implanted on (B)(6) 2020. Should additional information be obtained, this report will be updated.